Event description:
It was reported that the nozzle of the gastrointestinal videoscope had rust. The issue was found during inspection for use for an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material in nozzle. Foreign matter came out of the air/water nozzle (white foreign material). A root cause could not be identified. Based on the results of the investigation, the cause of the customer's allegation and the reportable issue found during the device evaluation could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.